Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump became unresponsive, initially freezing on the history graphs page and then failing to unlock despite a forced restart, consistent with a screen/touch responsiveness malfunction of the display module; a replacement device was arranged and the user was advised on shutdown, data syncing, and return process. Symptoms included hyperglycemia with a reported blood glucose of 203 mg/dl and approximately 20 minutes above range. Outcomes included no medical intervention, no hospitalization, and no acute health effects. Investigation included remote troubleshooting, review of user-provided video demonstrating lack of touch response, and coordination for device replacement and return for evaluation. Investigation of this device revealed a failure of the touchscreen interface/display to register input, consistent with a hardware malfunction of the user interface component. It was concluded, based on previously established findings for similar reports, that the cause was device component failure of the touchscreen/display.